Event description:
As reported, during a laparoscopic ventral hernia repair on (B)(6) 2023, the surgeon needed a larger sized mesh during the case and when the or nurse realized the ventralight st w/ echo 2 had an expiration date of 28-may-2023, informed the surgeon; however, the surgeon wanted to use the mesh anyways and implanted the mesh. It was reported that there was no damage to the sterile packaging and there was no additional medical or surgical intervention.

Manufacturer narrative:
As reported, an expired ventralight st mesh was implanted using echo 2 ps into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. H3 other text : not returned - remains implanted.